Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Prior to the procedure, the great vessels were re-vascularized. The pt had extremely tortuous anatomy, and the aortic arch had a 60 degree angle. The stent graft deployment was started in the ascending thoracic aorta at the level of the innominate artery. The first talent stent graft was deployed; however, the bare springs started to open in the misaligned position (see MFR# 2953200-2009-01777). With the remainder of the stent graft still within the delivery system, the delivery system was pulled down 2 cm in an attempt to correct the misalignment. The result was the stent graft was pulled into the aneurysm sac. Another talent stent graft was inserted into the pt and when deployment was initiated, it also deployed in the misaligned position. The physician pulled the delivery system down 1 cm distal to the intended landing zone; however, the stent graft remained in the misaligned position. A third talent stent graft was implanted and landed at the intended location. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Required intervention. Stent graft deployed misaligned. Tortuous anatomy and angulated aortic arch.